Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pocket stimulation from the scs system. The patient stated he feels a "shocking" sensation down his legs and side if pressure is applied to the generator. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient had his scs ipg replaced with a new one. Reportedly, the uncomfortable/pocket stimulation was resolved.